Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation the probable cause for the issue adhesive around objective lens has a chip: component failure. Based on the results of the investigation, the foreign material on the forceps elevator could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited forceps elevator has foreign material or stain and adhesive around objective lens has a chip. There was no patient involvement.